Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(4) 2017, the receiver displayed err121. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge and reboot. The receiver log could not be retrieved and functional testing could not be performed because of the "call tech support" error. The customer complaint of error icon displayed was confirmed because "call tech support" error was displayed. The root cause could not be determined.